Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath is bowed in appearance. A functional test noted the handle does not actuate the basket formation. The support sheath and basket sheath were found still adhered. The cannulated handle has slipped within the unidex (udh) handle and approximately 1 mm of the cannulated handle extends beyond the collet knob when in the closed position. The udh handle was disassembled. The cannulated handle was found to be kinked at the junction of the coil assembly. Visually, the coil is noted to be off set in 3 locations. Due to the damage on the coil, the device cannot be manually actuated. This device appears to have met resistance beyond its intended design. The customer complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted one non-conformance identified for the issue of one label applied incorrectly during manufacturing. This item was scrapped. A review of complaints history revealed no other complaints associated with the complaint device lot number (7831228). Based on the provided information and the investigation results, a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
When the physician tested the ncircle tipless stone extractor prior to patient contact, he found that the basket would not open. Another ncircle tipless stone extractor was used to complete the procedure. The device did not come in contact with the patient.